Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2018. Lot #: unknown, as the lot number of the device was not provided. Expiration date: unknown, as the lot number of the device was not provided. UDI#: unknown since product lot number was not provided. Device manufacture date: unknown, as the lot number of the device was not provided. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: lot number was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. Conclusion: based on the investigation results there is no indication of a product quality deficiency. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported suction loss during surgery with an intralase patient interface (pi) after laser fired. It was noted that there was procedure lost and the surgery was completed with the same pi. Per account, suction lost was due to patient squeezing eye. Customer did not have lot number available. This report is two (2) of two (2).